Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, service code 204) was confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The inability to secure to a monitor caused the service code 204 and the communication problems. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged connector and was causing excessive a service code 204.